Event description:
The manufacturer received information alleging a ¿ventilator inoperative¿ alarm occurred. There was no harm or injury reported. The device was not in patient use. The device has not yet returned for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.